Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing occurred with the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt through the silicone. The silicone and ultem sleeve exhibit localized melting around the holes, indicative of arcing. The hole sizes range from .015 to .040 with varying shapes (round and oblong) and are located from 0 to .215 above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. The tip cover also has mechanical tears at the edge of one of the holes and at the distal end opening.